Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/04/2015 with the following findings: black box shows "por" events in the clearing of a cs 088 watchdog error on (B)(6) 2015. Battery cap is able to fully tighten. Battery compartment is intact. Evidence of moisture contamination inside battery compartment and underside of battery cap contact hub. Due to moisture contamination pump is unresponsive with both returned battery cap and a test battery cap. Blank screen, no vibration and no sound upon battery insertion. Leak test passes. Removed pump case. No evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.